Manufacturer narrative:
Concomitant medical products: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. The patient pump (whole unit) was removed because it had become infected. The event was described as having occurred around 5 years ago; they could not rememberthe exact date. They also could not remember the name of the explanting physician.

Manufacturer narrative:
Concomitant medical products: product ID neu_refillneedle, product type: accessory. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity, cerebral palsy, and spinal pain. It was reported in 2009 infection symptoms were reported. It was stated patient had a baclofen pump for years and was a patient advocate for manufacturer. It was noted that patient had the pump for cerebral palsy. It was stated that the pump got infected because a bad needle was used to refill it. It was noted that infection was associated with refill. No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4)-stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.